Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#: 2002 from previously reported model#: 1001 in our previously submitted case (B)(4) MFR number: 3002806821-2022-00011. We will be retaining the old case (B)(4) MFR number: 3002806821-2022-00011 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
The jada system did not work and there was blood coming out from our the cervical seal and the patient continued to bleed [device ineffective]. The vacuum pores were clogged with clots in them [device occlusion]. Case narrative: this spontaneous report originating from the united states was received from a physician via clinical educator, referring to a female patient. The patient's medical history, concomitant medications and drug reactions/allergies were not reported. The patient's concurrent conditions included disseminated intravascular coagulation (dic) prior to the insertion of vacuum-induced hemorrhage control system (jada system). The patient was pregnant (pregnancy) and had delivery. This report concerned 1 patient and 1 device. On an unknown date, the patient underwent vacuum-induced hemorrhage control system (jada system) 2.0 insertion via vaginal route (lot# and expiration date were not reported) for postpartum bleeding (postpartum hemorrhage). The patient continued to bleed, and the blood came out from the cervical seal and the vacuum-induced hemorrhage control system (jada system) did not work and did not control the bleeding (device ineffective), and it was removed. It was observed that the vacuum pores were clogged with clots in the vacuum-induced hemorrhage control system (jada system) (device occlusion) and the physician (provider) used the bakri balloon as an escalating treatment to stop/ control the abnormal postpartum uttering bleeding/ hemorrhage. It was reported that operator of the device was the attending trained physician who was not a first-time user and received training on the usage of vacuum-induced hemorrhage control system (jada system) on an unknown date. The provider did not mention if any blood products were used during peripartum period. The device was not removed and reinserted for any reasons. It was reported that the vacuum-induced hemorrhage control system (jada system) came in a blue seal valve, kit, and green carton. For vacuum-induced hemorrhage control system (jada system), the serial number was not available. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The outcome of device ineffective and device occlusion was unknown. The reporter's causality assessment was not provided. Upon internal review, the event ¿device ineffective¿ was determined to be medically significant. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#: 2002 from previously reported model#: 1001 in our previously submitted case (B)(4) MFR number: 3002806821-2022-00011. We will be retaining the old case (B)(4) MFR number: 3002806821-2022-00011 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).